Manufacturer narrative:
The pusher and introducer were returned; however, the implant coil was not returned for evaluation. The microcatheter was not returned. The introducer showed no visible signs of damage. Resistance of the system was measured to be within specification at 43.4 ohms. The unit passed the pretest with a new v-grip, showing a green light when tested at all 4 angular positions. The hypotube appeared to be kinked at 2 locations. No damage was observed at the pet transition or the rest of the pusher. The body coil at the distal section had overlaps. The last coil in the heater coil section had a slight bend. The attachment tether was still attached to the pusher at the attachment zone section. It appeared to be flat and had a distorted shape at the end. Based upon the evaluation of the returned device and available information, a detached implant coil can be confirmed. Investigation of the pusher exhibited evidence consistent with the device experiencing forces that exceeded its strength specification.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that during an embolization procedure, the coil got stuck in the microcatheter. During repositioning, the coil unexpectedly detached in the microcatheter. Both segments of the coil were removed from the patient along with the microcatheter. There was no reported intervention or patient injury. The current patient's status is reported to be normal.